Manufacturer narrative:
On (B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the patient underwent an external shock in order to reduce an atrial fibrillation. After the shock, the pacemaker showed high impedances, low sensing and capture failure. The pacemaker involved in this MDR report was replaced and returned for analysis. It was reported that during the procedure, both leads were dislodged; the atrial lead was replaced and the ventricular lead was repositioned.